Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: runthrough. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined that the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that the procedure was to treat a de novo lesion located in the proximal right coronary artery that was narrow, mildly calcified and 80% stenosed. A guide wire crossed the lesion and was pre-dilated with two balloons. After pre-dilatation, the multi-link 8 3.5 x15 mm coronary stent system was advanced towards the lesion but it failed to cross due to the heavily calcified patient anatomy and the stent shaft got kinked. When the stent system was withdrawn, the proximal shaft was broken outside the patient. Another non-abbott 3.5 x 15 mm stent was used to complete the procedure. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.